Manufacturer narrative:
A third party service technician evaluated the ventilator and was able to verify customer's reported problem. As a resolution, the main board assembly was replaced and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1000 was intermittently turning itself off/on. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.